Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and failure analysis found the instrument with the plastic proximal clevis broken on both sides. One side was still intact but the other side, approximately 0.112" x 0.231" was broken off and was not returned. This type of failure - broken instrument proximal clevis is typically associated with excess force applied to the distal end of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a broken plastic piece at the wrist of an instrument the procedure was completed with no reported injury.